Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was too close to the sinus and was therefore removed. The patient is also reported to have bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® tapered implant 6/5 x 10mm (bopt6510) was returned for investigation with a cover screw threaded into the drive feature. Visual inspection of the returned product identified significant debris and dried blood about the implant threads and drive feature. The returned product matched print specifications when measured against design drawing the reported product was located on tooth # 3 (universal) and used for approximately 10 months. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system 1 other complaint was identified. Complainant reported that the patient came in for the 2nd stage. Dr. (B)(6)wanted to explore the implant area, since the x-ray showed close proximity to the sinus. During procedure, he determined it would not be a long term implant. The implant was removed and site grafted. The reported complaint is non-verifiable with the information provided and after review of the returned product.